Event description:
It was reported that this newly implanted subcutaneous electrode exhibited noise and oversensing, resulting in the delivery of two inappropriate shocks. An x ray was performed which showed full insertion of the electrode in the device; however, did show evidence of air around the electrode. Ts discussed troubleshooting and programming options with the health care professional (hcp). The physician then performed manipulations, arm movements, and other patient movements, and there was no noise or undersensing reproduced. The patient was admitted to the hospital. The system remains in service. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide additional information that the patient had an inappropriate shock due to oversensing of electro-mechanical noise. The noise could be recreated during office testing. Also, the shock impedance was 164 ohms. Which is high but within normal limits. After x-rays were taken and reviewed, the doctor elected to abandon the system and implant a transvenous system. There were no additional adverse patient effects. It was reported that this newly implanted subcutaneous electrode exhibited noise and oversensing, resulting in the delivery of two inappropriate shocks. An x ray was performed which showed full insertion of the electrode in the device; however, did show evidence of air around the electrode. Ts discussed troubleshooting and programming options with the health care professional (hcp). The physician then performed manipulations, arm movements, and other patient movements, and there was no noise or undersensing reproduced. The patient was admitted to the hospital. The system remains in service. No additional adverse patient effects were reported.